Event description:
It was reported the patient's right ventricle (rv) was not unloaded and the customer was unable to do computed tomography angiography (cta). The log files captured no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the report that the patient's right ventricle was not unloading could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 to (B)(6) 2022 that primarily consisted of pulsatility index (pi) events. The file was unremarkable. The pump appeared to operate as intended at the set speed for the duration of the log file. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use(IFU), is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.